Event description:
In 2008, this patient underwent endovascular repair for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In 2009 (exact date is unknown), the physician attempted to coil embolize and glue type ii endoleaks originating from multiple lumbar arteries. Follow-up CT the following month, demonstrated type ii endoleaks persisting with aneurysm growth. Follow-up CT three months later, showed persistent type ii endoleaks and continued aneurysm enlargement. The physician decided to explant the devices. One month later, the patient was converted to open repair. The patient tolerated the procedure and is doing fine. The devices were discarded at the facility.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Persistent type ii endoleak with aneurysm enlargement. Other devices explanted include: contralateral leg component, iliac extender component, aortic extender component.